Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a replace now battery and power error detected. The customer¿s blood glucose level was unknown. The customer stated that they had issues with the pump's battery and had replace now battery in the history. The customer stated that the pump alarms after changed battery power error detected. The customer stated that power error detected recurred within a week of troubleshoot previous occurrence. The customer advised that pump will need to be replaced and also advised to refer to back up plan per health care professional instructions.. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No unexpected low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Battery power error due to connector resistance issue. The insulin pump passed displacement test, sleep current measurement, active current measurement and self test.